Event description:
The foley catheter was leaking. It appeared to have a hole near the top of the bag. See previous event reports. Although this is a non temp-sensing catheter, it is from same line of product at bard.